Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that placement difficulty was encountered during an implant procedure as the helix appeared to be "stuck" and it wouldn't "stay in place". High thresholds and no capture were noted during the implant and the lead dislodged. This lead was not implanted and was replaced with another lead. No patient complications have been reported as a result of this event.